Event description:
It was reported that the patient required a right heart catheterization procedure. While in the cath lab the wedge pressure catheter was inserted into the patient via the left jugular. The md stated that "the problem occurred at the point of inflation." The balloon was described as "destroyed" and was removed from the patient. The md inserted a competitors wedge pressure catheter successfully. There were no reported patient complications. The delay or interrupted therapy is "unknown." Additional information received on (B)(6) 2010 by arrow (B)(4) stated that the word "destroyed" in terms of the balloon means "it was ripped." The balloon was pre-tested prior to insertion and was removed intact.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.